Event description:
It was reported that during da vinci assisted nephrectomy surgical procedure, the system had non-recoverable 319 errors. An intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted for troubleshooting assistance. Rebooting the system did not resolve the issue. The procedure was converted to laparoscopic surgery before the call was made to the tse. After hard reset, error 319 showed up on patient side cart (psc) touchpad. Psc touchpad was the issue and was preventing customer from lowering the boom. The customer called back in to try to get help moving psc out of way but pctp is cause of 319 error and preventing caller from being able to lower the boom. There was no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: as per customer, the system was inspected prior to use with no issues noted. As the fault could not be resolved, the procedure was converted to traditional laparoscopic. No post operative complications noted. No video is available. The surgeon did not increase the port size or did not add any additional ports. The patient tolerated the change and no injury to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse replaced the patient side cart (psc) touchscreen, however, after few power cycles, the touchscreen started having vertical lines on startup and started to glitch after powering up. The fse replaced the touchscreen unit once more and the issue was resolved. Isi did receive the psc touchscreen unit and failure analysis was completed. The reported failure could not be reproduced. However, the error/fault was confirmed via error logs/system logs. When reviewing the logs, there were errors 319 with p1 value 169 ( psc touchpad controller) which means a node configured to be present did not respond during system starting up. The touchpad was installed and tested on the pca test system. System started up without any error. Calibrated unit successfully, and all the touch function tested and passed. Booted up system in normal mode and let it idle for 10 minutes. Testing was done in the system with more than 30 power cycles, no issue occurred after extensive use. The product was sent to the manufacturer to replace the touch controller and check on the cable connector. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: the customer converted to laparoscopic surgery after the start of the procedure due to non-recoverable errors. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.